Event description:
The customer received questionable results for insulin (ins) on one patient sample. The customer believes there is an issue with the patient sample. The customer indicated this is not the first time that they have seen irregularity in the patient's ins results. All results are in uu/ml. The initial ins result was 13.4. The sample was then sent out to a reference laboratory for testing, which generated a result of 86. The physician questioned the high result and the customer requested the sample be returned. The sample was then repeated on (B)(6) 2013 after the sample was treated in a scantibodies tube. The results on (B)(6) 2013 were run on both of the customer's cobas 6000 e601 (e601) instruments. One e601 resulted 23.3 and the other e601 resulted 23.07. The samples from the scantibodies tube were not sent out as the volume was insufficient for repeat testing. The customer deemed the initial result of 13.4 to be the correct result. There was no adverse event. The lot number and expiration date of the ins reagent in use was requested, but was not able to be provided by the customer. The customer refused a service dispatch for this issue, as they believe the problem is sample specific.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.